Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection does confirms the femoral head impactor tip has a large piece missing. The missing piece was not returned with the device. This device shows signs of significant wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total hip replacement, the plastic of a femoral head impactor broke inside the patient. It is unknown if, or how surgery was completed. It is unknown if any of the broken pieces fell into the patient. No delay and no injury were reported.